Event description:
It was reported that the temperature display defects occurred regularly. It was stated that the relay cable was also collected in january and it was difficult to collect the actual item. Per additional information via email from ibc on 15 jun 2022, stated that it was unknown was there power issues. It was also stated that there was no impact to the patient due to use of this device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the temperature display defects occurred regularly. It was stated that the relay cable was also collected in january and it was difficult to collect the actual item. Per additional information via email from ibc on 15jun2022, stated that it was unknown was there power issues. It was also stated that there was no impact to the patient due to use of this device.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for diagnostic purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be "input female connector wears out". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " for use with bard temperature-sensing products and accessories". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.